Event description:
It was reported that during an unknown procedure using a quantum 2 system, the display screen for the unit was not working properly. This deficiency resulted in a long surgical delay and eventually the procedure was canceled. There was no further information provided regarding patient complications or rescheduling of the procedure.